Manufacturer narrative:
D9. Date returned to mfg: 10-oct-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Upper door sensor key was broken. Functional testing performed. The customer's reported issue of "[device] has an issue with the filter because it keeps alarming" was confirmed. The root cause was that the upper door sensor key was broken. After replacing the upper door sensor key, the device passed the functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with the filter because it keeps alarming. There was no patient involved.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.